Event description:
Customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the access 2 immunoassay system. The initial results were 0.17, 0.08 and 0.09ng/ml. The samples were repeated on a different instrument and results were all approx 0.00-0.01ng/ml. The erroneous results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A field service engineer (fse) was on-site. Fse had completed a preventive maintenance (pm) on 04/14/2010. Fse noted during inspection that the customer had replaced the aspirate probes as part of weekly maintenance and in doing so, did not install the probes correctly. Fse installed 3 new aspirate probes and ran system check and qc. Instrument was verified as performing to specifications. A malfunction will be assumed for the purpose of this report.